Event description:
It was reported on the third day of treatment the patient found leakage of exudate from the dressing. As a result the device stopped suction and alarmed with an error message. It was also reported that after the dressing was removed the wound became red, the wound was treated with ointment.

Manufacturer narrative:
.